Event description:
The patient was undergoing a stent-assisted coil embolization procedure using penumbra coil 400. During the procedure, two coils were successfully deployed into the aneurysm. The third penumbra coil 400 met resistance. The physician repositioned the coil several times and the coil unintentionally within the microcatheter. The physician attempted to push the remaining coil into the aneurysm with the pusher wire; however, was unable to advance passed the resistance. The physician used another manufacturer's device to hold the detached coil within the microcatheter and they were both removed together. The procedure was completed and there was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.